Manufacturer narrative:
Continuation of d10: product ID unk-nv-rebar (lot: unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: zhu, h., chang, y., li, c., zhang, l., jiang, c., zhang, y., & mo, d.. Reconstructive treatment using stent placement for type iia+b lateral sinus dural arteriovenous fistulas complicated with sinus occlusion. Clinical neurology and neurosurgery 245 2024. Doi:10.1016/j.clineuro.2024.108515. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: the study aimed to assess venous sinus stenting as a viable alternative treatment for complex lateral sinus dural arteriovenous fistulas (davfs) complicated by sinus occlusion and to examine its efficacy and safety. The time frame of this study was: the study retrospectively examined patients treated via stent placement between april 2017 and june 2019. The following medtronic devices were used: marathon and rebar 27 microcatheters, onyx. There were no reported deaths in the study. Adverse events/complications: one patient who had undergone transarterial onyx embolization 2 years prior presented with worsening symptoms of headache, cognitive dysfunction, and limb weakness. Angiographic images showed vessel occlusion and venous drainage reflux. The patient was treated with a balloon angioplasty and implanted with 4 precise stents. At last clinical follow-up 8 months later the fistula was stable, and the symptoms of headache, cognitive disorder, and limb weakness were entirely resolved. The patient was asymptomatic with an mrs score of 0. In two cases the rebar 27 microcatheter was unable to navigate through the occluded segment. Differently sized catheters and guidewires were used, and navigation was ultimately successful. Both fistulas were stable after treatment with significant improvement in presenting symptoms. No further information was provided pertaining to medtronic products.